Manufacturer narrative:
This submission is for the 3q18 asr serious injury events for endosseous dental implants under asr exemption # 1997021. This report summarizes 5074 serious injury events.1132 events were due to loss of osseointegration (device problem code: 2408).2210 events were due to the device failing to osseointegrate (device problem code: 1863).in 1208 events, there was no known device problem reported (device problem code: 2993).399 events involved fracture of the device or a component (device problem code: 1260).17 events involved an improper or incorrect procedure or method (device problem code: 2017).in 19 events, the device was malpositioned (device problem code: 2616).77 events involved a failure to separate of a device or a component (device problem code: 2547).in 1204 events, a positioning failure was reported (device problem code: 1158).in 19 events, it was reported that a device or a device component was cracked (device problem code: 1135).in 104 events, there were issues reported with a screw component (device problem code: 568).in 141 events, there were issues reported with a mount component (device problem code: 887).in 1 event, there was an issue reported with a driver component (device problem code: 795).in 1 event, there was an issue reported with the device tip (device problem code: 3123).in 14 events, it was reported that the device was difficult to insert (device problem code: 1316).3 events were due to material deformation (device problem code: 2976).2 events were due to the device material being twisted or bent (device problem code: 2981).in 1 event there was a detachment of the device or a device component (device problem code: 2907).in 1 event it was reported that a device component was difficult to remove (device problem code: 1528).in 2 events there was a mechanical problem identified (device problem code: 1384).2 events were due to migration or expulsion of the device (device problem code: 1395).3 events had insufficient information (device problem code: 3190).1 event was due to a device handling problem (device problem code: 3265).1 event was due to a mechanical jam (device problem code: 2983).1 event was due to off-label use (device problem code: 1494).in 4551 events, there was no device problem found during evaluation (evaluation results code: 213).in 389 events, a fracture of a device or device component was found during evaluation (evaluation results code: 3252).in 372 events, a stress problem was identified during evaluation (evaluation results code: 3243).in 169 events, an operational problem was identified (evaluation results code: 114).in 42 events, a friction problem was identified (evaluation results code: 3253).in 10 events, a deformation problem was found during evaluation (evaluation results code: 3211).in 35 events, there are no findings available because the device was not returned for evaluation

Event description:
This report summarizes 5074 reported events. This submission is for the 3q18 asr serious injury events for endosseous dental implants. This report summarizes 5074 serious injury events where patients' experienced endosseous dental implant failure. Of these events there were: 301 events where erosion occurred. 9 events where tissue damage occurred. 653 events where inflammation occurred. 715 events where infection occurred. 1 event where abscess occurred. 406 events where patients' experienced osteolysis. 5 events where patients' experienced sinus perforation. 26 events where patients' experienced pain. 4 event where a patient experienced swelling. 3 events where the nerve proximity was not otherwise specified. 2 events where wound dehiscence occurred. 4 events where patients' experienced fistula. 1 event where device fragments remain in a patient. 1 event where a patient experienced discomfort. 1 event where a patient experienced numbness.